Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to corrosion on ultrasonic connector, the ultrasound image is not displayed. Based on the investigation, the root cause is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that due to corrosion on ultrasonic connector, the ultrasound image is not displayed. There were no reports of patient involvement.